Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 209 mg/dl. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. The insulin pump received with cracked display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube lip and minor scratches on display window.